Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2016 with the following findings: on investigation, the display screen remained blank on power up. Investigation of the alleged dim/faded, discolored display screen could not be completed due to the blank display screen. The pump was opened for further investigation and revealed that the display was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse physical event.